Event description:
It was reported that the applier jaw was found misaligned prior to use. No patient involvement.

Manufacturer narrative:
(B)(4). The complaint sample was returned. Tecomet, the manufacturing site reported: "the DHR for the returned instrument was reviewed and found complete without any irregularities. This instrument was produced at the tecomet, inc. Kenosha wi facility as part of a (B)(4)-pc. Lot in march of 2022. It was found that this order was made from the correct materials and components and all approved processes were followed. Evaluation of the returned instrument as received shows that the knob rotation mechanism and the handle to jaw mechanism are dry and sluggish feeling and in need of proper lubrication. Further evaluation shows that the jaws are loose or misaligned in closed position and bent to the left and the jaw pivot pin is pushed thru one side of the bent/damaged outer tube assembly, and both of the jaws are gouged/damaged on their sides. We are able to validate this complaint for the returned instrument. After the initial evaluation this instrument was disassembled in order to evaluate its internal components and it was found that the inner drive r od is bent/damaged, and it bosses are both damaged where they engage the jaws. We suspect that the damaged drive rod bosses caused the jaws to become slightly loose and misaligned in the closed position. We are unable to determine what caused the drive rod to become bent/damaged and its bosses to become damaged and for the jaws to be gouged/damaged but mishandling of this device at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed." Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that the applier jaw was found misaligned prior to use. No patient involvement.

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.